Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Did the jaws of the device eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? The customer confirmed that the jaws of the device would not open once it had been put through the trocar. The jaws were not placed on any tissue because they wouldn't open. They tried the usual troubleshooting steps again once removed from the patient but the jaws wouldn't open so a new device was opened. No firings were done.

Event description:
It was reported that during a hartman's procedure, the cartridge was inserted by the scrub nurse and the jaws closed before inserting into the trocar. When the doctor tried to open the jaws once inside the patient the jaws would not open, they were jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Batch #l54z1y. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were completed and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.